Manufacturer narrative:
Pump received with minor scratched lcd window, cracked and bleeding lcd glass, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 113 mg/dl. The customer states that the display was crack. The insulin pump will not be returned for analysis.